Event description:
It was reported that initially, the sense/pace portion of the lead was capped and replaced due to t-wave oversensing. Later, noise was observed and the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the lead insulations were abraded. Late due to delay in receiving paperwork.